Event description:
In incoming inspection at distribution, it was found that there was a foreign material in package. This event was found for 1 of 57 units with lot# mlderp.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.